Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that there was an issue with the battery voltage of their implantable pulse generator (ipg). They commented that "they finally got it to work after two trips to the hospital". The ipg remains in use. No patient complications have been reported as a result of this event. It was further reported that the right ventricular (rv) lead exhibited elevated thresholds and intermittent capture during the implant procedure and at an in-clinic check. During a later interrogation at the clinic it was noted that there were improved thresholds on the lead and there was no further evidence of intermittent capture. The lead remains in use. No patient complications have been reported as a result of this event.